Manufacturer narrative:
(B)(4).

Event description:
During ICD replacement, noise was noted on the lead which resulted in inappropriate therapy. The lead was explanted and replacement is anticipated. The patient is stable.

Manufacturer narrative:
The distal segment of the lead was returned. Five external insulation abrasions breaching ring electrode (re) and right ventricular (rv) cables lumen due to friction to another device or feature of the heart were noted between rv and superior vena cava (svc) shock coils. One re cable coating was separated while the other re cables coating was abraded and the inner coil was exposed in one abrasion. Two external insulation abrasions breaching re and svc cables lumen due to friction to another device or feature of the heart were noted between svc shock coils and suture sleeve impression region. Re and svc cables coating were intact and the inner coil was not exposed in these abrasion regions. Two internal insulation abrasions breaching re and rv cables lumens were found under rv shock coil. One rv cables coating was abraded while the other rv cables coating was intact and the inner coil was not exposed in one abrasion region. Electrical tests that could be performed on this piece did not find shorts on any conduction paths. The results of the investigation concluded the re cable coating was separated while the other re cable coating was abraded and the inner coil was exposed in one abrasion which most likely caused the field report of noise and inappropriate high voltage output. As of result of this finding, actions to prevent reoccurrence have been implemented. The cause of the reported patient infection could not be conclusively determined as no anomalies were noted on the lead that could contribute to an infection.